Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was treated with was the juvéderm® volux¿ xc in the side of their face.patient received their covid vaccine and the next day they were super swollen where the filler was injected. The hcp treated the patient for 5 days with steroids to make them go down. Reaction was only on the side of the patient¿s face. They received the covid vaccine on their arm.